Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. It is important to note that the associated electrodes were not returned for evaluation as part of this investigation. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device did not recognize the attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.